Event description:
An implant card received on (B)(6) 2012 indicated that the patient underwent generator and lead replacement due to lead fracture on (B)(6) 2012. The explanted generator was received on (B)(6) 2012. Product analysis of the generator showed that the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2012 that the patient's generator was replaced prophylactically.

Event description:
X-rays were received on (B)(6) 2012 regarding this vns patient. Ap and lateral x-rays of the neck and chest were reviewed. Generator placement appeared normal. The lead connector pin appeared to be fully inserted into the generator. The generator feed-through wires appeared to be intact. The lead wires appear was intact at the connector pin. There was a portion of the lead body behind the generator that was unable to be assessed. There was a suspect area that was seen near the electrodes. Based on the images provided it is unclear if what was visualized was an artifact or a possible lead issue. Based on the x-ray images received, no obvious anomalies were identified that could be contributing to the high impedance; however, there was a suspect area near the electrodes. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The presence of a micro-fracture in the lead also cannot be ruled out. On (B)(6) 2012, the patient underwent generator revision.

Event description:
On (B)(6) 2012, it was reported that normal mode and system diagnostics for this vns patient indicated high impedance. The patient reported trauma in (B)(6) 2012. He stated that he tripped and fell on the generator. The patient's (B)(6) 2012 appointment was the first time he had been seen since the trauma. X-rays were reportedly being taken. Follow-up with the physician's office showed that x-rays images were not available to provide for review; however, an x-ray report dated (B)(6) 2012 was provided on (B)(6) 2012. The report indicated x-rays were taken due to suspect lead breakage. No comparison was performed. Pa and lateral views were obtained in the neck to visualize the pacing leads. Note is made of a pacemaker device over the supper anterior left hemithorax. Two pacing leads are seen. The pacing leads extend superiorly in the soft tissues of the upper anterior left hemithorax over to the left side of the neck termination at the c5 level laterally. The leads are quite fine but do appear to be intact to the extent of pacing leads which are not entirely visualized. The impression is that there is no acute intrathoracic process. The leads appear to be intact to the extent that they are visualized. Adjacent to the pacemaker the leads are looped an short segments are not visualized in their entirety. A blc was performed with results of 2.25 years remaining. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer. No gross lead discontinuities visualized.